Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one pse60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the two inner rows partially fired 1/16 and in good visual condition. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence of the subject device, utilizing a green cartridge along with double buttressing, the belief is that the inner two rows of staples did not properly deploy. However, the photographs do not provide evidence relative to what may have caused the incomplete staple deployment.

Event description:
It was reported that during a gastric sleeve procedure, using a green cartridge with buttressing material, on the second firing on the specimen side the staples did not form. Some of the staples were deployed and the others were still in the cartridge with all the legs straight. The device fully cut. There was no bleeding or issues with the patient side. A second device was opened and the case was completed with no patient consequences.